Event description:
A guide wire caused a perforation in the ri. A balloon tamponade was performed but was unsuccessful. The pk papyrus was introduced but caused further dissection in the distal segment of ri on deployment. A thrombus arose which stopped the bleeding. At that point it was decided that no surgery was needed. Patient remained hemodynamically stable and was transferred to ICU.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause was identified. The treating physician rated the outcome as both device- and procedure-related complication. According to the IFU, the inflated diameter of the balloon should not exceed the original diameter of the vessel proximal and distal to the lesion to reduce the potential for vessel damage. In addition, pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.